Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / pt contacted lifescan (lfs) france in 2007 alleging an error 4 message on the pt's one touch ultra meter. On six days earlier, the meter started to give an error 4 message. At 8:00 pm, the pt got home from exercising. He attempted to test his blood glucose prior to dinner and obtained an error 4 message. He attempted to retest several times with different test strip vials, however, was unsuccessful in obtaining a blood glucose reading and only obtained an error 4 message. The pt did not exhibit any symptoms. Since he obtained the error 4 message, he decided on his own to inject a high dosage of novorapid insulin. He does not recall exactly how much he took, however, thinks it may have been around 4 to 6 units. The pt confirmed he took more than 2 units of novorapid insulin because his exercise was not very intense and not very long. The pt then ate the dinner. As far as he remembers, he had a usual meal: starchy food (likely pastas with vegetables), a fruit, and a yogurt. The pt took his lantus insulin around 10:30 pm. He does not remember the amount he injected. At an unspecified time before midnight, while the pt was sleeping, he woke up exhibiting symptoms of low blood glucose (sweating and was feeling cold). The pt tried to test with the meter; however, obtained an error 4 message. The pt identified the symptoms as low blood glucose symptoms; therefore, he decided to drink a glass of regular coke. Within 10 minutes, the pt felt better. The pt kept trying several times to get a blood glucose on the meter but did not get any readings. He went back to bed and did not contact his physician for assistance. The pt has a back up meter at work. The pt started to use his back up meter the day after the incident. The technique of applying blood on the test strip was correct, the test strip vial was not expired and the test strips were in good condition. The meter was in an environment not near the low end of the system's operating temperature range. The complaint is being reported since the pt alleged that he obtained error 4 messages and later developed symptoms of hypoglycemia.